Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was experiencing a no-power issue. Reportedly, the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/29/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/15/2014 with the following findings:several cs-054 call service alarms, which can often be mistaken for power-related failures, were observed in the black box and history data. Cs-054 call service alarms can cause the display screen to be blank for several minutes. The pump was exercised for 24 hours, during which no power-related failures were observed. The pump case was removed, and no internal damage or defect was found. During analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.